Event description:
On 2025-may-12, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that for the past couple of months (confirmed (B)(6) 2025), when the patient would try to bolus, the handset would lag at 90% for about 4-5 minutes. The agent reviewed data and walked the patient through how to delete the data. The patient was able to connect to the pump with no lag. The patient would call back they needed further assistance. Per ptm bolus duration 3 min lockout 1 dri 1/1 hour max 4x day. The patient stated the handset was only showing w boluses left but it should say 3. The agent reviewed lockouts per ptm. The patient stated they forgot they bolused in the middle of the night.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.